Event description:
It was reported via social media comment by the patient that following the patient's two previous vns surgeries that the patient had so much scar tissue that her vocal cords were damaged and she could only whisper for two years before her voice returned. No additional relevant information has been received to date.